Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "logs pointing to faulty ECG cable /electrodes". The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.